Event description:
It was reported that while using paxgene® blood rna tube, there was a large number of broken tube bottoms post first centrifugation over three lot numbers. Exact number of occurrences is unknown. There was no patient impact reported. The following information was provided by the initial reporter: "we encountered a large number of broken tube bottoms at the end of the first centrifugation, approximately one tube broken for every two extraction runs of 12 samples. The breakage occurred on different batches (at least these three: 1167445, 1131480 and 1376884)."

Manufacturer narrative:
H.6. Investigation summary: material #: 762165; lot/batch #: 1167445, 1131480, and 1336884. Bd had not received samples or photos for investigation. Therefore, 80 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged product as all samples met specifications. Lots 1167445 and 1131480 expired prior to the complaint submitted and therefore no retention samples could be evaluated. Bd makes no claims for expired product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using paxgene® blood rna tube, there was a large number of broken tube bottoms post first centrifugation over three lot numbers. Exact number of occurrences is unknown. There was no patient impact reported. The following information was provided by the initial reporter: "we encountered a large number of broken tube bottoms at the end of the first centrifugation, approximately one tube broken for every two extraction runs of 12 samples. The breakage occurred on different batches (at least these three: 1167445, 1131480 and 1376884)."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 1167445. D4. Medical device expiration date: 31-03-20223. H4. Device manufacture date: 16-06-2021. D4. Medical device lot#: 1131480. D4. Medical device expiration 31-03-20223. H4. Device manufacture date: 11-05-2021. D4. Medical device lot#: 1376884. D4. Medical device expiration date: 31-03-20223. H4. Device manufacture date: 11-05-2021. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.